Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout. It was noted that the right atrial (ra) lead was found to have elevated capture thresholds and atrial undersensing. The atrial lead was found to be dislodged and dangling down. The patient's vessels were occluded so the physician opted to program the atrial lead inactive. The dislodged ra lead was plugged into the new generator, atrial port was plugged and programmed vvi so the device was performing as a single chamber. No further intervention was panned. There were no adverse patient consequences.